Event description:
It was reported that the customer has been experiencing low blood glucose levels for four days. The customer's blood glucose level was 430 mg/dl and subsequently was 44 mg/dl. The customer's blood glucose level at the time of the call was 25 mg/dl. The customer stated that there was a call made to the paramedics, but the customer did not go to the hospital. Troubleshooting for low blood glucose levels was done. The customer's blood glucose level was later 506 mg/dl. During troubleshoot, it was found that there had been correct programming done on the insulin pump. The customer stated that the date and time on the pump was incorrect. Explained that the incorrect programming made the customer receive his day blood glucose amounts during the night, which are higher, and caused his blood glucose levels to be low in the morning. Advised to monitor the insulin pump and call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).